Event description:
The MFR received info alleging a failure related to the ventilator's internal battery. There was no pt harm or injury reported. The device has yet to be evaluated by the MFR. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.